Event description:
Allegedly, the patient underwent left hip resurfacing arthroplasty in 2017. Then was revised due to pain, adverse tissue reaction and elevated ion levels. Additional information received from distributor on 05/05/2021: product ID and lot information.